Manufacturer narrative:
Submit date: 12/8/2016. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11-10-2016 that a customer had an issue with a syringe. The customer reports that a syringe broke in the automatic injector. The syringe burst during an MRI exam. When the technologist went to see why the injection had stopped, there were small pieces of plastic everywhere. The device will be returned for evaluation. There was no harm to the patient.